Manufacturer narrative:
Investigation: photo evaluation: one (1) photos was returned for investigation. From the photo, observed the top web paper was torn due to difficult to tear issue. Sample evaluation: two (2) samples were returned for investigation. The sample was not decontaminated. From the returned sample, observed the top web paper was torn due to difficult to tear issue. Reviewed DHR records and no abnormality during production. The routine fiber tear passed the outgoing inspection and the sealing parameter were within the parameters. The team had checked with the paper supplier and no abnormality in their processes. Hence root cause could not be determined.

Event description:
It was reported that bd syringe luer-lok¿ had paper/glue inhibiting the opening of the sterile package. This occurred on 2 occasions before use. The following information was provided by the initial reporter: paper/glue inhibiting the opening of the sterile package.

Manufacturer narrative:
(B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd syringe luer-lok¿ had paper/glue inhibiting the opening of the sterile package. This occurred on 2 occasions before use. The following information was provided by the initial reporter: paper/glue inhibiting the opening of the sterile package.